Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 03/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial that during an endovascular arteriovenous fistula creation for the purpose of hemodialysis, the device allegedly had an electrical failure due to no current during radiofrequency energy delivery and a secondary stage procedure was planned to perform. It was further reported that a new catheter was changed and then successfully completed the procedure with additional angiogram than initially planned. Furthermore, there have been no documented adverse events or post procedure interventions reported for this subject to date. There was no reported patient injury.